Event description:
During gynecomasty procedure, the 3 mm cannula tip broke. The healthcare assistant who contacted the manufacturer noted the cannula had been in use more than 30 hours. No adverse event was reported in relation to the 3 mm cannula tip breakage. The 3 mm cannula was replaced with a 4 mm cannula by the physician. The procedure was continued and the patient experienced a burn. When the report was made on 8/5/99, the extent of the burn was not communicated to the manufacturer. On 8/17/99, the physician indicated the patient had developed scarring from the areola to the axilla, and described the burn as initiating internally. The physician indicated wound debridement may be required. The representative also reported the irrigation switch on the hand piece would not turn off during the procedure.